Manufacturer narrative:
Correction to the emdr follow up report: updated evaluation results code grid.

Manufacturer narrative:
Reporting address line 1: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the equipment had a technical alarm that indicates that there was a low leak - risk of co2 re-reinalization. The equipment's test confirmed that this leak exists. The gas delivery system (gds) should be replaced. It is unknown if the device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
H10: a philips remote service engineer (rse) noted that the device indicated that there was a leak. After the device was tested, it was confirmed that a leak exist, and that the gas delivery system (gds) required replacement. The key market reported that the customer declined the proposal, and the device was returned to the customer without any repairs performed to resolve the issue.